Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2020 with symptomatic anemia, hemoglobin of 6 g/dl and black stools. Patient was given 2 units of packed red blood cells (prbcs) and released. It was reported that the patient presented to the emergency department a second time on (B)(6) 2020 with hemoglobin of 6.6 g/dl. Patient was transfused again. A capsule study revealed blood at the duodenum. Subsequent esophagogastroduodenoscopy was planned. Coumadin was held and patient was started on IV proton-pump inhibitor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the subsequent esophagogastroduodenoscopy noted bleeding angioectasia which was successfully treated with argon plasma coagulation (apc). Coumadin was held and patient was started on IV proton-pump inhibitor. The patient was discharged on (B)(6) 2020 with hemoglobin of 8.2 g/dl.